Manufacturer narrative:
The device passed displacement test and self test. Pump error 63 confirmed in pump history due broken trace at keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had hardware low level failure alarm. The customer¿s blood glucose was unknown. The customer reported that they had performed self test and the test failed. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.